Event description:
The caller alleged discrepant results when compared with lab results, and the results are as follows: date: late 2008, inratio: 2.8, lab: 14. The patient started coughing blood. Patient was hospitalized.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: late 2008, inratio: 2.8, lab: 14, mean: 8.4, confidence limits: unable to determine. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Though, the confidence limits is unable to determine, the mean is greater than 5.0 and difference between inr's is greater than 2.2, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. Hence, this would be subject to functional testing as part of the complaint investigation. Per bet, the patient has been hospitalized, due to coughing of blood and meter was expected to return. Hence, further investigation will be required. Adverse event.